Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Through investigation, it has been found that this device belongs on complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision bi-lateral. Asr xl acetabular system (left) see (B)(4) for right hip. Reason(s) for revision: alval / soft tissue reaction. Update from crawford's spreadsheet 21st feb 2012: product. ***update received 22 august 2014. Surgery date and hospital name amended. Additional reason for revision added.*** reason(s) for revision: alval / soft tissue reaction, pain.

Event description:
The patient was revised to address alval.

Event description:
The patient was revised to address pain.